Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿nurse reports cardiac monitor alarm sounding for elevated blood pressure went into room to investigate and IV channel infusing norepinephrine blinking red and displaying channel error pt had been hypotensive previously and nurse believe IV pump may have bolused norepinephrine due to equipment error IV pump "brain" (B)(4), IV pump channel (B)(4) FDA safety report ID# (B)(4)."